Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm in 2000. The pt has a hisotry of diabetes, chronic obstructive pulmonary disease, pulmonary fibrosis, lung resection and hypertension. The aneurysm currently measures 50 mm in diameter and the aortic neck 28 mm. It was reported that the aneurysm remained stable on CT scans performed in 2002 and 2003. A CT scan performed in october 2004 revealed that the aneurx stent graft had migrated distally approx 5.4 cm due to dilatation of the aortic neck; however, the aneurysm size was unchanged. The physician considered using a talent aortic cuff as a possible treatment option for this pt. It was reported that in november 2004 another manufacturer's bifurcated device was used to treat the pt because the aneurx stent graft had dropped too low into the aneurysm sac. It was also reported that the contralateral limb of the newly implanted bifurcated device opened on the ipsilateral side and created an aorto-uni-iliac device so, a fem-fem bypass was performed. No additional clinical sequelae were reported.